Event description:
Customer had been obtaining readings in low range of the device since recent purchase (2 weeks) and acted upon nurses instructions to decrease insulin dosage and increase intake of sugary beverages. Customer went to hosp after not feeling well and lab result was in 700's mg/dl range. No indication of customers technique for use of device.